Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump was not pumping insulin as no drops were seen during fill tubing sequence or when customer delivered a bolus while disconnected from the site. Customer reloaded the cartridge multiple times and was able to load it after the 4th attempt. The customer changed the cartridge to resume insulin and subsequently, customer was vomiting and went to the emergency room (ER). Customer arrived at the ER with bg of over 700 mg/dl and ketones considered dangerous. Customer left the ER with bg of 592 mg/dl, feeling lethargic and incoherent. Several hours later, customer was admitted to the hospital due to diabetic ketoacidosis (dka) and was treated with intravenous fluids to treat dka/bg. Customer was released from the hospital on (B)(6) 2019 with the issue resolved no permanent damage.